Manufacturer narrative:
(B)(4). Ileus occurred. Ileus occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic bilateral inguinal hernia repair (B)(6) 2012 and mesh was implanted. The patient presented to the hospital with abdominal distention. A CT scan of the abdomen and pelvic was done. The patient was diagnosed with an ileus and treated with IV fluids and reglan 8mg. Patient is now is good condition.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2012 and mesh was implanted. The patient presented to the hospital with a possible ileus. Additional information has been requested.